Manufacturer narrative:
On 7-aug-2025, bwi received additional information indicating that the patient did not have a mechanical valve and was not there for another procedure. Additionally, on 7-aug-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a left sided idvt (idiopathic ventricular tachycardia) ablation with a qdot micro¿ catheter and the patient experienced catheter entrapment treated with sternotomy and catheter removal. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection was performed following j&j medtech procedures, no other tests were able to be performed due to it was only received the tip of the catheter. Visual analysis revealed that the tip had stress marks, some holes and reddish material were observed in the pebax, and exposed wires were observed along the tip. A manufacturing record evaluation was performed for the finished device lot number 31589222l and no internal action related to the complaint was found during the review. The medical device entrapment issues reported by the customer was confirmed. The root cause of the adverse event remains unknown. The potential cause of the damaged in the tip and pebax could be related to the manipulation of the device during the procedure. The stress marks observed suggest that excessive force was applied to the device. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; do not use excessive force to advance or withdraw the catheter when resistance is encountered as part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left sided idvt (idiopathic ventricular tachycardia) ablation with a qdot micro¿ catheter and the patient experienced catheter entrapment treated with sternotomy and catheter removal. During an idiopathic ventricular ablation, the qdot catheter became entrapped in the mitral valve cords. The physician "tried to tug" the catheter in an attempt to release it from the cords without success. A tee (transesophageal electrocardiogram) was performed. A cardiothoracic surgeon was consulted, and the patient was taken to the or to perform a sternotomy and remove the catheter. Ablation was performed prior to surgery. The physician does not know what may have caused the incident. The same issue happened before "probably in april or may" with the same clinical, the issue was not reported/called it in as the physician "tugged" on the catheter, and it released without any further intervention. The physician is concerned that the issue occurred again during this procedure as well. It is not known if the catheter is available for return. Patient improved however required extended hospitalization as the patient required heart surgery to remove the catheter.

Manufacturer narrative:
On 8-oct-2025, bwi received additional information regarding the event. This patient had a planned outpatient ablation procedure for frequent premature ventricular contractions (pvc¿s). Per the provider's note, during the procedure, pvc localization was in the mitral annulus in the 5 o'clock position, to which ablation was performed. With repositioning of the ablation catheter, resistance was noted with advancing and retracting the catheter. An intraprocedural transesophageal echocardiogram (tee) confirmed entanglement with the chordae of the mitral valve. There was a discussion with the cardiothoracic team, interventional cardiology, and the electrophysiology (ep) team and a decision was made to transfer the patient emergently to the operating room. The patient then underwent a median sternotomy, removal of entrapped lv endocardial ablation catheter from the mitral valve chords, mitral valve repair with alfieri suture and primary repair of p1 leaflet defect, and closure of iatrogenic atrial septal defect. Upon removal of the catheter, the tip was sent to the lab where chain of custody was in effect, and the tip was ultimately released to a representative from johnson & johnson for further testing and follow up. The following note was placed in the patient's electronic medical record by the cardiothoracic surgeon post catheter removal: "the trapped ablation catheter was wound up in the chordae of both the posterior and anterior leaflet. Simple untwisting did not release the chordae, as they were trapped into the exterior coating of the ablation catheter, between the two electrodes. This layer appeared fractured, as there was blood underneath the clear layer, which had a spiral shaped indentation, and the thinnest pml chords were ruptured." The patient remained in the hospital until they were discharged from the hospital. There are future concerns related to mitral valve function as a tee was performed postoperatively and showed moderate to severe mitral valve regurgitation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).